Event description:
During a follow-up, two alerts were observed upon interrogation, low impedance and possible output circuit damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.